Manufacturer narrative:
(B)(4).

Event description:
It was reported that a clearlink system blood solution set was leaking where the line inserts in the drip chamber at the base. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.